Event description:
It was reported that the release button on the lancet device is jammed. The customer stated that they could see the tip of the needle sticking out. No accidental needle stick happened. A request was made for the return of the device and replacement product was sent.